Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/ overstress. The distal low voltage electrode of the lead was covered in body tissue/ fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The rv lead had exhibited high, unstable thresholds, intermittent capture and it did not sense r-waves in the unipolar configuration. The patient reported experiencing premature ventricular contractions (pvc) that caused a fluttering sensation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.